Event description:
It was reported that new artificial urinary sphincter 3.5 cm cuff was added to the existing system for unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information describe event or problem, model #, implant date, device MFR date, pt codes.

Event description:
It was reported that new artificial urinary sphincter 3.5 cm cuff was added to the existing system for unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced recurring incontinence. No further complications were reported in relation to the event.